Event description:
It was reported that during a device interrogation, noise and oversensing was observed on the atrial lead. Insulation damage was suspected though not confirmed. Other lead parameters were normal. No changes were made due to the patient's age. The patient was stable.